Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device doesn't turn on and it doesn't have a rfu identifier. There was no report of patient involvement.